Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis at (B)(6). The patient reported that their controller would only load 19-29% and would not complete downloading an update and could not be used. The patient's blood glucose level rose to 400 mg/dl. The patient began feeling nauseous and having headaches and went to the hospital and they had no backup method. At the hospital the patient was treated with an insulin infusion and painkillers. The patient was still in the hospital at the time of reporting.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.